Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump and informed to call back if the malfunction code recurred. The issue did not reappear, and it was advised that the pump could continue to be used. There was no additional reported impact or outcome related to the event.